Event description:
The pt was undergoing a lead replacement procedure (reference MFR report: 1627487-2012-5738). A new surgical lead was implanted but invalid impedances were reported. Troubleshooting efforts were unsuccessful at resolving the issue. The physician explanted and the lead and finished the procedure with a new lead.

Manufacturer narrative:
Results: the complaint for invalid impedance was not confirmed. As received, the returned lead was in good condition and passed all functional testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.